Event description:
It was reported that metalosis at juncture of modular neck segment attached to stem.

Manufacturer narrative:
An evaluation of the reported devices cannot be performed as they were retained by the pt and were not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR # 9616680-2012-00730.